Event description:
Philips received a complaint on the heartstart xl+ indicating that the external paddles malfunctioned. There was reportedly no patient involvement. The biomed evaluated the device on site. It was determined that this was a malfunction of the external paddles which will be replaced. The device remains at the customer site and no further evaluation is warranted at this time.